Event description:
It was reported that the patients ipg was explanted due to an infection the patient was experiencing.

Manufacturer narrative:
Date of event and explant is estimated. The event of system replacement was reported to abbott. Patient was admitted to ER with an unrelated abdominal infection, the surgeon removed the patient's ipg and cut off the leads. The system was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.